Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the device was defected. A replacement was provided to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem is a defective device. The reported problem was confirmed. The customer was provided a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon us transducer that no heart sounds was audible. It unknown if the device was in use on patient at time of event, there was no adverse event reported.